Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a tachy episode was seen in a merlin. Net transmission. The tachy episode appeared to be triggered inappropriately due to oversensing of external noise, MRI. Patient is fine and will continue to be monitored.